Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828810pl) failed and had to be explanted and replaced. No additional information was provided after several attempts.